Manufacturer narrative:
Additional information. No sample was returned for evaluation; therefore, the condition of the product could not be verified. A device history record review shows that the product was released as per specification. The root cause for the defect experienced by the customer cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported leaky trocar valves during surgery and plugs were used. The procedure was completed without harm to the patient. Additional information and product sample have been requested for evaluation.